Event description:
It was observed during device evaluation that foreign matter was present inside the nozzle and was coming out from the suction channel within the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.